Event description:
It was reported a device issue occurred. The procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed type of sedation is unknown. A double curve watchman truseal access system (was) was used. At an unknown point, it was reported there was a was device issue. The was was removed from the patient. The procedure was aborted. The patient condition following the procedure was stable. The patient was discharged. There are no further details available.